Manufacturer narrative:
(B)(4). Report source - foreign: (B)(6). Visual examination of the picture provided identified a drill bit that had broken/fractured where the flutes stop. The device history records could not be reviewed as the lot number associated with the reported event is unknown. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the drill bit fractured during knee arthroplasty. Attempts have been made, however, no additional information is available at this time.